Event description:
A shock impedance of greater then 150 ohms was reported. It is suspect that the set screw is loose, therefore, the pocket was reopened and the set-screw tightened with some difficulty. Post procedure, all measurements were normal. There are no additional adverse event reported for this pt and all records indicate this system remains actively implanted. Should additional info become available, this event will be updated.